Event description:
A report was received that the patient was having difficulty charging the ipg. The charger would not couple with the implant. X-ray was taken but the result was not known. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg. The charger would not couple with the implant. X-ray was taken but the result was not known. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg. The charger would not couple with the implant. X-ray was taken but the result was not known. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg. The charger would not couple with the implant. X-ray was taken but the result was not known. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. It was also reported that it was not sure if there was a malfunction or if the battery was implanted too deep in the pocket. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(Sc-1132 sn:(B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not verified. The ipg was successfully charged to full capacity in one cycle. This result attested that the device was capable of being charged fully under a proper charging method. The battery depletion rate and quiescent current measured normal. The device exhibited normal device characteristics.